Event description:
The lay user/patient contacted lifescan in 10/06/05 alleging that his one touch ultra meter was set to the wrong unit of measurement. The pt was under the impression that he was obtaining results below 200 mg/dl, since the reported meter was set to read in mmol/l. He reported obtaining a 16.2 mmol/l (converts to 292 mg/dl), while he believed the result was 162 mg/dl. He did not experience any symptoms of high or low blood glucose levels during the time of concern. He reported that the last lab result was over 300 mg/dl, while his meter read "below 200." No treatment was received; however, he was advised to lower his glucose below 200 mg/dl. The customer care agent (cca) confirmed that the meter was not set to the correct unit of measurement at the time of testing and the pt was not aware of the fact that the results were reading in the mmol/l setting. There is no indication that the product(s) contributed to injury or medical intervention. However, this complaint is being reported due to the wrong unit of measurement issue. The cca replaced the meter, test strips, and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.